Event description:
It was reported that the user observed a blood glucose of 246 mg/dl after a usual carbohydrate meal and later recognized a missed meal announcement on the ilet bionic pancreas, which constitutes an improper or incorrect use procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.